Event description:
Pt monitor was placed in a permanent "infinte" suspended mode, therefore it did not alarm when pt was in trouble. Equipment was checked by a bio-medical technician. It appears that there were no malfunctions or equipment problems.